Manufacturer narrative:
The reporter (patient) indicated the implanting surgeon was dr. (B)(6) and the lens was implanted in (B)(6) 2019. The surgeon's office reported as per their records all parameters were all right till first month of post op. They requested the patient to return for follow up every 6 months but the patient did not return. They are attempting to contact the patient. Additional information has been requested but none has been forthcoming. (B)(6) 2019. Claim # (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Received a complaint from (B)(6), the patient reported a cataract. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.